Manufacturer narrative:
On (B)(6) 2014 follow up: customer's blood glucose level are no longer elevated, but the pump's insulin gauge continues to read low. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer's blood glucose level was impacted.